Manufacturer narrative:
The customer repeated the patient comparison with new calibration. The comparison values looked better and are acceptable to the customer. However, the values were not provided. The customer questioned the validation of the 0.02 ng/ml cutoff. Siemens provided the following information: there is no change to the IFU 99th% cutoff. The 99th% per the IFU is a range of 0.02 to 0.06 ng/ml. The first lot of new antibody pool produced a 99th% of 0.02 ng/ml with that group of patient samples. This value is within the IFU 99th% range. Reference range 99th values observed with troponin ultra lot 110 are equivalent to the data observed with previous reagent lots. The 99th percentile can be driven by the test subject's age, gender and ethnicity, and selection criteria used to define a healthy reference population. Laboratories should establish their own diagnostic cutoff based on assay utility. The cause for the discordant advia centaur xp troponin ultra results during the correlation study is unknown. Siemens tested 25 patient samples on lot 106 and lot 112 recently. The 25 patient samples were run in the range of 0 to ~13 ng/ml. The overall percent bias was 12.8%. There were no patients samples <0.04 ng/ml that were clinically different between the lots. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instruction for use under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instruction for use under the expected values section states the following: "a reference range study was conducted using the advia centaur tni-ultra assay based on guidance from the clinical and laboratory standards institute (clsi) protocol c28-a2. The study, which used 1845 fresh serum, lithium heparin plasma, and edta plasma samples from 648 apparently healthy individuals ranging from 17-91 years of age, demonstrated a 99th percentile of 0.04 ng/ml (ug/l). The potential range of results for the 99th percentile is 0.02 to 0.06 ng/ml (ug/l) for the advia centaur family of systems, dependent upon sample type, instrument, and reagent lot. As with all in vitro diagnostic assays, each laboratory should establish its own diagnostic cutoff which reflects criteria for ami diagnosis at their institution and is representative of specific populations."

Event description:
False high advia centaur xp troponin ultra (tni-ultra) results were obtained on samples from two patients during a correlation study with lot 112. The correlation study was for lot 106 and lot 112. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.